Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? Imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the investigation did not determine or replicate the reported complaint of flow block and patient-side occlusion error. The device logs only recorded fluid occlusion alarms, and extensive testing of the pump modules revealed no failures. ¿ thorough laboratory testing performed on the suspect pump modules found the pump modules performing within specification and having no errors or malfunctions. ¿ infusion testing, patient side occlusion and fluid side occlusion testing, and pressure sensor testing performed on the suspect pump modules did not replicate the malfunction event. ¿ inspection of the suspect pump modules did not observe any existing issues that may have been a contributing factor for the reported issue. ¿ the logs from the pcu s/n(B)(6) and pump modules s/n (B)(6) and s/n (B)(6) were retrieved to investigate the reported event on (B)(6) 2025. Although the specific time was not provided, a comprehensive analysis of the pcu records was conducted. The facility reported that the event occurred while normal saline was being infused throughout the day. ¿ the following logs show the events recorded on (B)(6) 2025, related to the suspected pump modules: ¿ on (B)(6) 2025, pump modules s/n (B)(6) and s/n (B)(6) were involved in several events. At 2:08 am, normal saline was selected on pump module s/n (B)(6) with a rate of 100ml/hr and a vtbi of 710.847ml. However, at 2:09 am, an occluded fluid side alarm occurred with a pvi of 1293.69ml, and the infusion stopped. This pattern of alarms and restarts continued until the module was removed at 2:09 am with a pvi of 1293.86ml. ¿ at 2:14 am, pump module s/n (B)(6) was added and powered on with a rate of 100ml/hr and a vtbi of 1000ml, between 5:09 am to 7:25 am there were sixteen (16) occluded fluid side alarms, until it was removed at 7:25am with a pvi of 286.61ml. ¿ a review of the pcu system error log did not reveal any errors that could have contributed to the event. ¿ according to the bd alaris system user manual version 12.1.2, to respond to an occluded ¿ fluid side/empty container, you should clear the occlusion on the fluid side of the device. If necessary, refill the drip chamber. If the container is empty, replace it. Remove air from the administration set if present. Finally, press the restart key, or press the channel select key and then the start soft key. ¿ per the bd alaris user manual version 12.1.2, proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris¿ system. ¿ inspection and testing of the incident administration sets could not be performed since the incident administration sets were not returned for investigation. ¿ the devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: suspect pump module s/n:(B)(6) (w/o: (B)(6) the lvp was disassembled during the investigation; please ensure proper assembly and torque screws as required. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Suspect pump module s/n: (B)(6) (w/o: (B)(6) the lvp was disassembled during the investigation; please ensure proper assembly and torque screws as required. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Root cause: the root cause of the reported flow block and patient side occlusion error was not determined during the investigation. The device logs only recorded fluid occlusion alarms, and extensive testing of the pump modules revealed no failures. It is likely that the issue resulted from incorrect use or unfamiliarity with the device and its sets. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump module alarmed with the message "flow block and patient side occlusion error." Normal saline was reportedly infusing at the time of the event. There was patient involvement but no harm. Although requested, no further information has been provided.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump module alarmed with the message "flow block and patient side occlusion error." Normal saline was reportedly infusing at the time of the event. There was patient involvement but no harm. Although requested, no further information has been provided.